Event description:
The customer reported that during a cardioversion a shock was delivered, but the print out stated "no shock delivered." There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and passed all testing, no trouble was found and no parts were replaced. Review of the electronic event file showed frequent pads off/pads on messages consistent with insufficient pads to patient contact. The no shock delivered alert is given to the user when the patient impedance is out of range for the delivery of therapy. There was no malfunction of the device.